Event description:
The nurse alleged, the patient has a history of climbing out of beds. The patient was positioned on her left side and both right and left arms were restrained to the bed's left siderail. The patient was alone in room when the nurse walked in and found the patient on the floor with her arms hanging by the restraints. It appeared the patient attempted to climb over the siderail and fell. The siderails remained in the upright position and the patient suffered no injury.

Manufacturer narrative:
The technician inspected the bed and found the unit is functioning correctly with no defects.